Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the deployment of the aortic extender component, the device moved proximally, which resulting in an unintentional partial coverage of the right renal artery. As a treatment, a bare metal stent was placed into the right renal artery. The procedure was completed without any further issues.